Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device follow-up, spikes in pacing impedance were noted on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). Noise was present on the rv electrogram. A decision was made to monitor the patient as device programming would not address the oversensing. The patient returned to the clinic a few days later and isometrics and pocket manipulation were performed. A jump in impedance measurements was noted. Following review of an electrogram (egm), boston scientific technical services (ts) discussed potential oversensing and recommended increased follow up due to suspicion of a lead issue. Later episode review by ts indicated that the noise began the previous month and its occurrence correlated with the increase in impedance measurements. Ts confirmed that the pacing impedance measurements were now high and out of range. Ts recommended checking the lead and noted that an x-ray could be considered. Shocking impedance measurements were reported to be stable. The field representative noted that the system would be monitored. No adverse patient effects were reported. This device remains in service.